Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm monopolar curved scissors (mcs) instrument single port (sp) was analyzed and found to have abrasions on the tube adapter. The complaint regarding the scissors fell off twice, was confirmed by failure analysis. The probable root cause of the scratches and/or abrasions to the tube adapter is attributed to damage during use.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the sp monopolar curved scissors instrument had the disposable part fell off twice. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.